Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -4.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted due to excessive vault. 3 days later a replacement lens of the same model; size and diopter was implanted vertically and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Additional information: d9-return date: 07-nov-2022. H3 - device evaluation: the lens was returned with residue throughout the lens in a microcentrifuge vial. Visual inspection found no visible damage to the lens with residue throughout the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: should be corrected to state- on (B)(6) 2022 the lens was explanted. Claim# (B)(4).